Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. Functional testing was performed and failed, however not related to the complaint. A drop test for intermittent audio was performed and sound was heard from the receiver. A review of the downloaded receiver log did not find any errors related to the customer complaint. Global communication tool software tests passed. Speaker resistance was measured. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.